Event description:
It was reported to medtronic minimed that the customer experienced slower pump rewinds with grinding noises, a crack on the back from the belt clip rail to the battery compartment, and inability to connect the pump to the transmitter. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-7811na, mmt-7020a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-7811na. No product return is required for mmt-7020a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After 2 hours unit was able to fully charge properly to 4.02 volts. No battery anomaly noted. After removing device from charger, the green led flashed properly. After the test plug was installed, the led flashed properly. No led anomalies were noted. Unit communicated and sync properly during rf association. No communication anomalies were noted. In conclusion: the customer complaint of communication anomalies is not confirmed. The transmitter working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.